Event description:
A report was received that a pt developed granuloma at the clip placement site of a gel mark cel-u-gel marker. This was noted at the 12-week follow-up. The biopsy site was excised. No adverse pt effect has been reported.